Event description:
It was reported that the ilet user experienced hyperglycemia with blood glucose values in the 200s, including a reading of 226 mg/dl, and making false meal announcements; a site change was performed from an inset infusion set placed near the belly button to a new location below the belly button following education on correct site placement, and the relevant device component was the insulin pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, specifically using meal announcements to correct elevated blood glucose and infusion site placement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.